Manufacturer narrative:
Updated field: b4, b5, b6, b7, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit's performance on iabp trainer & balloon, no issue found. Display seems to be normal. Kept unit on pumping for approximately 2 hrs. Reconnected the connections on display monitor, kept unit on pump for another 6 hours with intermittent system reboots, no issue observed. To ensure continued stability, fse recommended to keep the unit running under pumping conditions for the next 3-4 days while under close observation. All functional and safety checks performed to meet factory specifications.

Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) displays screen was presenting a red color. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) display screen getting red color, no one was harmed on site.